Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer blood glucose (bg) level was impacted ranging from (252-300 mg/dl) with moderate to large ketones present. The customer took a bolus and manual injection to stabilize bg level. Reportedly, the contact had reset the pump to clear the malfunction. The contact was advised to not reset or use the pump. It was indicated that insulin pens would be use as alternate insulin therapy. In addition, it was reported that the customer experienced an elevated bg level earlier in the morning of (250 mg/dl). The customer took a bolus via the pump to stabilize bg level. The contact was unsure on the cause for the elevated bg level. The contact reported that the current insulin vial was left in a freezer for 12 hours. The contact stated no crystals were seen in the vial after the insulin was in the freezer. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.